Event description:
It was reported to vyaire medical that the respiratory therapist had to max out the power to 10 on the 3100b ventilator to get an amplitude in the 50s. The hz was 5.5 and it (inspiratory time) is 50%. The issue occurred during patient-use and the device was replaced with another ventilator. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device on-site and reported to the customer's site a problem with the vent not being able to ventilate the patient. Tried a second vent and got the same results. Used a different brand of vent and it seemed to work fine on the patient. Checked both 3100b ventilators and found that they were both within manufacturing specifications with no adjustments. The issue could have been with the patient or the limitations of the 3100b ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."